Event description:
Patient reported left side rupture. Healthcare professional reported patient experienced silicone granulomas and silicone lymphadenopathy. The events of a well circumscribed mass and calcifications have been deemed minor in severity. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture, silicone migration, granuloma & lymphadenopathy.

Event description:
Healthcare professional reported left side "rupture." Healthcare professional later reported "a well circumscribed mass", "calcifications", "silicone granulomas" and "silicone lymphadenopathy" via mammogram and us. Device was explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ lump/nodule: unable to observe. ¿ granuloma: unable to observe. ¿ calcification: not observed calcification on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "rupture." Healthcare professional later reported "a well circumscribed mass", "calcifications", "silicone granulomas" and "silicone lymphadenopathy" via mammogram and us. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side "rupture". Device remains implanted.